Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low p waves and possible undersensing. It was also reported that the right ventricular his (rv-his) lead exhibited decreasing and low r waves and pacing spike falling on the t-wave. The rv-his lead remains in use and the ra lead was programmed "off" and remains in the patient.  No patient complications have been reported as a result of this event.